Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2022 during which the surgeon noted he began to take down the lipomatous tissue stuck into the hernia area and found that the mesh tissue basically had contracted and scarred into the muscle. He started to take down the mesh because it was what was causing most of the issues in doing so. At this point, he found immediately that it eroded into this vessel. He slowly dissected the mesh away from the vein. He was able to sew the proximal part of the vein with suture, he then proceeded to take down the mesh. Most of the mesh was removed from the vein even though he could not remove it all. He then proceeded to take down the rest of the mesh tissue that scarred and contracted. It was reported that the patient experienced pain, inflammation, dense lysis of adhesions and mesh eroded into vein. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/16/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.